Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a leak due to a loose quick disconnect 8 (qd8) that wet the electrical components and caused a burning smell. He secured the fitting which resolved the leak. He also replaced the electrical components that became damaged by the leak ( temperature control board, solenoid expansion board, pneumatic services board and attached cables). (B)(4).

Event description:
The customer reported a leak from the quick disconnect qd8 from the dxh 800 instrument. The instrument was giving error messages when the leak was noticed. The volume of the leak was approximately 10 ml and was contained within the instrument. The customer also reported a burning smell from the instrument. No erroneous patient results were generated in connection with this event.